Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n224968006, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the patient had a history of the pump flipping, (B)(6) 2012 and(B)(6) 2013. Both times pump was flipped back over in clinic without any apparent therapy interruption. It was recommended surgery to address this issue but the patient refused. Per the reporter the reason for the flipped pumps was unknown, the patient had twiddlers syndrome. The pump positioning had been corrected per the reporter as the pump was implanted per neurosurgeon standard technique and patient instructed not to play with pump. The pump was used to deliver gablofen. Outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.